Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reported symptom system error 105 through observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be severed motor mount screws. The motor assembly, which contains the screws, was replaced.